Event description:
Cracks were observed at the luer hub of the cypher sirolimus-eluting coronary stents. There were no problems observed with the packaging of the product. The product was not inspected before usage. The product was prepped according to instruction for use (IFU) and there were no problems observed. Once connected to the indeflator, cracks were observed in the luer hub of the cypher.

Manufacturer narrative:
This product is available; however, has not been received for analysis. Additional information will be provided within 30 days of receipt.